Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring above 3000 ohms on the right atrial (ra) lead channel, which led to a lead safety switch (lss) and noise oversensing in unipolar configuration. The physician is planning schedule a visit to reprogram the sensing. No adverse patient effects were reported. This system remains in service.